Manufacturer narrative:
The lay user/patient's product(s) was returned on (B)(6) 2012 and evaluated on (B)(6) 2012 by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 high. A secondary issue was found: the meter was found to have the incorrect battery installed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 2 was not resolved with troubleshooting.